Event description:
It was reported that during the implant of the tined lead, one of the screws within the connector of the extension twisted in the plastic sheath. About a week later, the same problem occurred. The screw was turned in the sheath and was hard to get loose. Afterwards, the insertion of the tined lead into the implantable neurostimulator was ¿more difficult than usual.¿ this was ¿probably¿ due to ¿a little torque¿ in one of the electrodes due to the twisted screw in the extension connector. Damage was detected when connecting the lead to the extension and when removing. Impedance testing was noted, but no results were provided. No symptoms were reported and no action was required as a result of the event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_perc_extension, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the percutaneous extension found that the #3 connector block was likely twisted in both directions based on the routing of the conductor wire. The molded rubber was also cut at the #3 connector block. With a known good lead in the extension and holding the sides properly, the #0, #1, and #2 setscrews could be tightened without twisting. Due to the molded rubber being cut, the twisting of the #3 connector could not be tested.